Manufacturer narrative:
(B)(4).

Event description:
Both the ra and rv leads were explanted and replaced due to dislodgement. There were no adverse patient side effects reported. Both leads were replaced with the same model.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.